Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true (B)(4) surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 7 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic aortic valve endocarditis with fistula to rv necessitating redo [aortic valve replacement] avr." The patient was noted to have back pain from an infected disc. Upon removal of the valve, it was noted to be intact, but with abscess at the sewing ring with fistula into the rv. Additionally, the surgeon has disassociated the edwards device from this event. The source of the infection was indicated as (B)(6).

Manufacturer narrative:
(B)(4) abscess. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection was indicated as (B)(6). No further actions are possible at this time.

Manufacturer narrative:
Additional manufacturer narrative: based on the operative report provided by the health-care provider, the original valve was still competent but with vegetations and a large amount of necrotic tissue between the left and right sinuses; hence, the explant. Additionally, microbiology review of the explanted valve by the hospital was negative for culture. The information provided confirms that the patient's reported endocarditis did not stem from the edwards valve. The source of infection was indicated to be from (B)(6) epidermidis.